Manufacturer narrative:
Device analysis: the returned device consisted of a watchman fxd curve access system with blood in the device. The dilator was not returned. Allegation of sheath kink. The sheath was broken under the strain relief. The device was flushed, and the sheath leaked where it was broken under the strain relief. Product analysis confirmed the reported event as the device leaked where the sheath was broken.

Event description:
It was reported that there was a leak from hemostatic valve of the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician completed the transseptal puncture and inserted the double curve was into the patient. While attempting to position the was in the laa of the patient, the hemostatic valve was noted to be leaking. A new was was then selected to be used. The single curve was was positioned in the laa of the patient successfully. Before inserting the wds into the was it was discovered that the was had become kinked. The physician made the decision to cancel the procedure with no closure device implanted. In order to implant a closure device, the transseptal puncture would need to be through a thicker portion of the septum and the physician did not believe that would be safe for the patient.

Event description:
It was reported that there was a leak from hemostatic valve of the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician completed the transseptal puncture and inserted the double curve was into the patient. While attempting to position the was in the laa of the patient, the hemostatic valve was noted to be leaking. A new was was then selected to be used. The single curve was was positioned in the laa of the patient successfully. Before inserting the wds into the was it was discovered that the was had become kinked. The physician made the decision to cancel the procedure with no closure device implanted. In order to implant a closure device, the transseptal puncture would need to be through a thicker portion of the septum and the physician did not believe that would be safe for the patient.